Event description:
Patient sustained two burns during clavical resection which appear to have the same width of the shaver blade shaft. Burns measured approximately 3" length and a portion of one was resected. It was also reported that something inside the plastic hub had broken. The surgeon also used an opes wand during this procedure. The handpiece, however, was not inserted into the patient at the same time the wand was. Follow up information indicates surgeon was not using any fluid through the device.